Event description:
It was reported that the customer recieved a no delivery alarm as well as a button error alarm. Troubleshooting occurred. Advised insulin pump would be replaced. Customer's blood glucose level at the time 210mg/dl. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.